Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00243 on 06-oct-2021. Additional information (08-oct-2021): siemens reviewed the calibration and control data provided and identified no problem with the advia centaur xpt instrument. Siemens noted the patient (sample (B)(6) ) is taking fam-trastuzumab deruxtecan-nxki, and the patient sample was not available for siemens to perform an evaluation. Siemens noted that in the limitations section of the advia centaur br (ca 27.29) instruction for use (IFU) (11206409 revision u, 2020-03), "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." And determined that the patient's immune system may be generating heterophilic antibodies in response to the monoclonal antibody trastuzumab. Siemens performed service on the advia centaur xpt and identified no issue. Simens investigated data for the advia centaur xpt br (ca 27.29) kit and determined it is performing as intended. The cause of the discordant falsely elevated br (cancer antigen 27.29) result is unknown, and simens cannot rule out pre-analytical factors or a sample issue as the potential cause of the event. The analyzer is operating as specified. The event required no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Event description:
The customer obtained a discordant falsely elevated br (cancer antigen 27.29 (ca 27.29)) assay result on the advia centaur xpt instrument. The discordant result of 208.7 u/ml was reported and questioned by the physician(s). The customer noted that repeat testing was not performed on the patient's sample and informed siemens that the physician provided a previous result of 123.4 u/ml that was obtained on (B)(6) 2021. There are no reports of patient intervention or adverse health consequences due to the falsely elevated ca 27.29 result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and informed siemens that quality control (qc) results were in range on the day of testing. Siemens dispatched a customer service engineer to the customer site. The cse inspected all tubing and fluidics areas and noted no leaks. The cse monitored the performance of the advia centaur xpt system and br (cancer antigen 27.29 (ca 27.29)) assay as the customer performed studies with master curve material (mcm level 1-7). The cse noted the system performed as specified, and the customer informed siemens that results were within the acceptable range. The cause of a discordant falsely elevated br (cancer antigen 27.29 (ca 27.29)) result is unknown. The system was operational and required no further evaluation.